Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 75% stenosed left anterior descending artery. After pre-dilatation was performed, a 2.75 x 18 mm multi-link 8 stent was deployed in the distal part of the lesion. While removing the stent delivery system, resistance was met with the deployed stent. A 3.0 x 23 mm multi-link 8 was deployed. Resistance was also met with the deployed stent while removing the stent delivery system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states to deflate the balloon by pulling negative on the inflation device for 30 seconds. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.